Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. The device will not be repaired at this time since this is a baxter owned unit. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with "failure." It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred on (B)(6) 2010 that had occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device s 5.09.90, categorized as remediated.